Manufacturer narrative:
Patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Discovered the hard drive had failed. The mvs computer was replaced, and the new computer was set up with backup files. The system is ready for use. The malfunctioning computer has been received by the manufacturer for evaluation, although analysis is not yet complete. It was confirmed that the computer hard drive was root cause of the reported issue. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was displaying the error message, "check bios, check cache, make sure hard drive is not full, swap video board". The system was rebooted 3 times without resolution. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned computer found that the reported event was related to a motherboard issue. Initially the computer booted to a blue screen with stop error. Verified bios settings are correct and cleared error log. Time/date (cmos check) were correct. Successfully performed raid. All hard drives initialized. Following raid, attempted to load software on the computer. Computer then booted back to the blue screen indicative of an issue with the motherboard. The reported event was confirmed.